Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. The physician was dr. (B)(6). A call to technical services on 04/18/2013 states that patient has history of varying rv thresholds at device checks. Originally at start of followup, ac was programmed on at 1.9v at.4 msec. Performed rv threshold test today and measured 2.7v at.4 msec. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).